Event description:
During a left femoral deployment, the legs of the filter stuck in the sheath at the very tip. The doctor manipulated the filter and was able to eventually deploy it, but two legs were crossed. The filter remains implanted in the pt. There was pt injury reported.